Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during the exclusion of the descending thoracic aortic aneurysm, the (B)(4) stent graft, lot e3957607, failed to release. All steps recommended in the package insert were followed. We detached the profuse irrigation of the prosthesis with saline solution prior to implantation, checking the valve in an open position, using a lunderquist guide wire (cook (B)(4)) in the ascending aorta for adequate support. The stent graft was correctly positioned at the release site. In its ascent there was no difficulty; there was no resistance in its progression (even with the preexisting zenith (abdominal) alpha bifurcated and zbis (left and right) stent graft. It was not rotated in the progression. There was no release of the system. The ascent had no resistance at all. In the attempt to "pull back," there was great resistance to release and this was not possible. When removing the endoprosthesis, we noticed that in the middle 1/3 of it there was a fracture in the outer portion of the sheath. After removal, we released two other devices without difficulties and there was good positioning with good results (zenith (B)(4) and (B)(4)). The treatment was considered adequate and without further harm to the patient. Abdominal stents were not disposed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this (B)(4) is no longer reportable. Summary of investigational findings: a 72 year old male underwent tevar (thoracic endovascular aortic repair) where a zta-pt-46-42-233 (complaint device) failed to release during the exclusion of the descending thoracic aortic aneurysm. The patient had previously underwent a repair of an abdominal and bilateral iliac aneurysm on 10jun2017 where zenith flex 36x84 and bilateral zbis-12-45-41 was implanted. The patients anatomy was reported to be without calcification but with little tortuosity. Measurements is 40mm proximal neck and 36mm distal neck. The aneurysm started 2.8 cm from the left subclavian artery and was 30 cm long. The stent graft was correctly positioned at the release site. In its ascent there was no difficulty; there was no resistance in its progression (even with the preexisting zenith (abdominal) alpha bifurcated and zbis (left and right) stent graft. It was not rotated in the progression. There was no release of the system. The ascent had no resistance at all. When the physician attempted to unsheathe the device in order to deploy the stent graft, he encountered resistance, so he removed the device from the patient to check. It was noticed that there was a fracture in the outer portion of the sheath. The two replacement devices (zta-pt-46-42-179 and zta-p-44-179) was released without difficulties and the procedure was successfully completed. There have been no adverse effects to the patient reported. No device was returned. 5 photos of the complaint device was provided (refer to attached files). The photos demonstrates the part of the sheath that is clearly damaged and furthermore there is observed two other compressions proximal and distal on the sheath. Review of the device history record gave no indication of the device being produced out of specification. Images or sizing/planning sheet of patient anatomy where not provided and the complaint product was not returned for evaluation. Based on the provided information it has not been possible to establish the cause of the reported event. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 25jan2022: 40mm proximal neck and 36mm distal neck. The aneurysm started 2.8 cm from the left subclavian artery and was 30 cm long.

Manufacturer narrative:
Manufacturer ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.